Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo lesion in the mid circumflex coronary artery that was 90% stenosed. Pre-dilatation was performed with a 3.0 mm non-abbott balloon. Then a 3.5 x 48 xience xpedition stent delivery system was deployed and implanted successfully at the lesion. Post-dilatation was attempted at the proximal end of the stent with a 4.0 x 8.0 mm nc trek balloon but ruptured after two inflations while pressurized at 16 atmospheres. The patient remained stable. A non-abbott balloon was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device return status has been changed from returning to not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.